Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: a mentor memorygel breast implant 600cc, catalog 3507600bc, lot 272003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation with a mentor memorygel breast implant 600cc and experienced right rupture. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 600cc on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, during evaluation of the device it was observed to be ruptured, it was received incomplete, also within the rupture a crease with shell abrasion was noticed in posterior view. No additional anomalies were observed.¿ a crease/fold and shell abrasion are failures which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket, which resulting in a tear at a later date. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot.¿ it should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).